Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the electrosurgical generator has an error message e006 when you use a sling. The issue occurred during the therapeutic transcervical resection of the endometrium which was completed with the same device and no delay. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the generator displays error e006 occurred due to a defective bipolar socket. Olympus will continue to monitor field performance for this device.